Manufacturer narrative:
The manufacturer received additional investigation information regarding the trilogy 100 ventilator with serial number (B)(6). Good faith effort inquiry returned the following information: evaluation confirmed there were no associated error codes in the device download log and no contamination or cracks in the device as the cause of the reported check-circuit alarm that occurred during the device run-in process. The blower will be proactively replaced to address the issue. The repair is pending customer approval. Additional findings not related to the malfunction/issue: the front enclosure was noted to be damaged and was replaced to address the issue. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.

Event description:
The manufacturer received information alleging a circuit alarm during device evaluation occurred on a trilogy 100 ventilator. There was no patient involvement, and no harm or injury reported. During device evaluation, the device experienced a failure during the one-hour burn-in, alarming for a circuit failure. The device's blower motor was replaced to address the issue. Additional findings not related to the malfunction/issue: the front enclosure was noted to be damaged and was replaced to address the issue.

Manufacturer narrative:
The manufacturer received additional investigation information regarding the trilogy 100 ventilator with serial number (B)(6) . Good faith effort inquiry returned the following information: evaluation confirmed there were no associated error codes in the device download log and no contamination or cracks in the device as the cause of the reported check-circuit alarm that occurred during the device run-in process. The blower will be proactively replaced to address the issue. The repair is pending customer approval. Additional findings not related to the malfunction/issue: the front enclosure was noted to be damaged and was replaced to address the issue. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.